Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. See ¿I chart of a050401 fluid leak for saline breast implants and additional analysis¿ attached. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease flat is observed. Wear abrasion is observed. White particles in shell are observed. Partial delamination of valve assessed as adhesive failure. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation". This record is for right side. Device has been explanted.